Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated out of place") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 4 years after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain, abdominal discomfort and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), abdominal distension ("bloated belly"), anxiety ("anxiety"), the first episode of rash ("skin rashes"), oligomenorrhoea ("missing menstrual cycle"), amnesia ("memory loss"), asthenia ("energy loss"), dyspareunia ("pain during intercourse") and the second episode of rash ("skin rashes"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent hysterectomy.). At the time of the report, the device dislocation, genital haemorrhage, weight increased, abdominal distension, anxiety, oligomenorrhoea, amnesia, asthenia, dyspareunia and the last episode of rash outcome was unknown. The reporter considered abdominal distension, amnesia, anxiety, asthenia, device dislocation, dyspareunia, genital haemorrhage, oligomenorrhoea, weight increased, the first episode of rash and the second episode of rash to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later assessment time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore neither a technical batch investigation nor a similar case review in the gpv database is possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 22-sep-2017: "essure legal manufacture has changed from bayer healthcare, llc, (B)(4)to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only. Indicates here initial submission by the new legal manufacturer only".case classification was updated to potential legal case and new reporters (lawyers) was added. Product start date was updated to (B)(6) 2013 and indication was updated to "female sterilization". Also new events was added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5057813) on 23-nov-2015. The most recent information was received on 07-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated out of place / they couldn't see the essure coils") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in a 41-year-old female patient who had essure (batch no. A73746) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding and overweight. Previously administered products included for contraception: birth control pill from 2010 to 2012. Concurrent conditions included depression, abdominal discomfort and menses irregular. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal distension ("bloated belly / other injury(ies) or complication please describe: bloating"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal rigidity ("abdominal spasm") and back pain ("lower back pain"), 3 months 1 day after insertion of essure. On (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss (specify which one) gain"). On (B)(6) 2015, the patient experienced rash ("skin rashes / rashes or skin conditions type: rashes") and urticaria ("hives"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain, abdominal discomfort and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), amenorrhoea ("missing menstrual cycle"), amnesia ("memory loss"), asthenia ("energy loss") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (on (B)(6) 2016, hysterectomy (partial), bilateral salpingectomy and lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, weight increased, anxiety, amenorrhoea, amnesia, asthenia, urticaria, menorrhagia, vaginal haemorrhage and abdominal rigidity outcome was unknown and the genital haemorrhage, abdominal distension, rash, dyspareunia, dysmenorrhoea and back pain had resolved. The reporter considered abdominal distension, abdominal rigidity, amenorrhoea, amnesia, anxiety, asthenia, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 2 coils visible at left ostia, 1 coil visible at right ostia. One was unsuccessful because they couldn't see the essure coils - had another one in 2016 and that one was successful. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - in 2013: unilateral occlusion. One was unsuccessful because they couldn't see the essure coils - had another one in 2016 and that one was successful. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: weight increased, anxiety, urticaria, abdominal distension, abdominal pain, pelvic pain, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality-safety evaluation of ptc- product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5057813) on (B)(6)2015. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device had migrated out of place / they couldn't see the essure coils") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in a 41-year-old female patient who had essure (batch no. A73746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding and overweight. Previously administered products included for contraception: birth control pill from 2010 to 2012. Concurrent conditions included depression, abdominal discomfort and menses irregular. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced abdominal distension ("bloated belly / other injury(ies) or complication please describe: bloating"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal rigidity ("abdominal spasm") and back pain ("lower back pain"), 3 months 1 day after insertion of essure. On (B)(6)2013, the patient was found to have weight increased ("weight gain / loss (specify which one) gain"). On(B)(6)2015, the patient experienced rash ("skin rashes / rashes or skin conditions type: rashes") and urticaria ("hives"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain, abdominal discomfort and abdominal pain lower. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), amenorrhoea ("missing menstrual cycle"), amnesia ("memory loss"), asthenia ("energy loss") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (on (B)(6)2016, hysterectomy (partial), bilateral salpingectomy and lysis of adhesions). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, weight increased, anxiety, amenorrhoea, amnesia, asthenia, urticaria, menorrhagia, vaginal haemorrhage and abdominal rigidity outcome was unknown and the genital haemorrhage, abdominal distension, rash, dyspareunia, dysmenorrhoea and back pain had resolved. The reporter considered abdominal distension, abdominal rigidity, amenorrhoea, amnesia, anxiety, asthenia, back pain, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 2 coils visible at left ostia, 1 coil visible at right ostia. One was unsuccessful because they couldn't see the essure coils - had another one in 2016 and that one was successful diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - in 2013: unilateral occlusion. One was unsuccessful because they couldn't see the essure coils - had another one in 2016 and that one was successful.. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: weight increased, anxiety, urticaria, abdominal distension, abdominal pain, pelvic pain, dysmenorrhoea. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- hives, dysmenorrhea (cramping), abnormal bleeding (vaginal, menorrhagia), abdominal spasm and lower back pain. Outcome of event dyspareunia, genital haemorrhage, abdominal distension and rash were updated from unknown to recovered / resolved. Duplicate event rash was deleted. Onset date of event rash, abdominal distension and weight increased were updated. Historical drug, medical history and reporter information added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.